Event description:
It was reported that the insulin pump alarmed during the prime process. Insulin squirts out during the manual prime process. Customer unable to exit the preparing to prime loop. Customer stated that the insulin pump was dropped to the ground and the infusion site came out. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.